Manufacturer narrative:
Batch review performed on 12 december 2019. Lot 1811218: (B)(4) items manufactured and released on 14-mar-2019. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 12 december 2019. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1900802. Lot 1900802: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One month after thr, the patient came in for wound debridement due to infection. During the surgery, the femoral head and the acetabular liner had revised.